Event description:
A (B) (6) female was hospitalized and received inomax therapy via the inomax ds for pulmonary hypertension. On (B) (6) 2008, at 14:00 hours, a nurse walked by the patient and noticed a big x across the black screen (B) (4). The nurse called the respiratory therapist and the patient was manually ventilated when the machines were switched which took approximately 5 minutes. The arterial blood pressure of the patient dropped from 90mm/hg to 60mm/hg and continued to remain low. The reporter did not think that the patient experienced a decrease in oxygen saturation. At the time of this contact, the outcome of the event was unchanged. The reporter deemed the event related to the use of inotherapy. Follow up information was received on june 6, 2008. An 840 ventilator was used on the patient and the patient received 20 parts per million (ppm) of nitric oxide (no). The respiratory therapist reported prior to the device failure, the ventilator and calibration checks were performed with no errors. There was no nurse-patient contact prior to the event; the nurse was outside of the room. The respiratory therapist entered the patient's room when a drop in the blood pressure of the patient was observed and the device alarmed. The respiratory therapist observed a black screen on the device which alarmed "system failure." She did not observed a black screen on the device which alarmed "sys failure." She did not observe a big x across the screen as originally reported. The machine was then turned off and the patient was manually bagged while the machine was replaced. The respiratory therapist reported the patient recovered from the decrease in arterial blood pressure. The respiratory therapist provided the following ventilator settings: tidal volume: 600. Fraction of inspired oxygen (fio2) : 60%. Mode - assist control (ac) : 10. Breathing: 14 breaths per minute. Positive end expiratory pressure (peep): 5. The patient was treated with nitric oxide every 6 hours at 06:00/12:00/18:00. The respiratory therapist reported the patient was weaned to 10 ppm of nitric oxide then discontinued. The patient died approximately 2 weeks after the discontinuation of nitric oxide. The respiratory therapist deems the death not related to inotherapy or the decrease in blood pressure that occurred on (B) (6) 2008. The date and cause of death are unknown.

Manufacturer narrative:
Med significant - clinically significant. The results of the device investigation revealed that an incorrect oxygen high calibration caused the displayed value to be 166% which resulted in a system shutdown alarm due to the user interface software, not being able to format the value. A new software (B) (4), which has been previously developed, will prevent the displayed oxygen value from being greater than 105%, thereby, preventing this anomaly.